Manufacturer narrative:
(B)(4). Investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to two pinholes in the middle section of the body of the balloon. It is possible that the factors encountered during the procedure, such as the technique used by the physician, the prolonged procedure and/or the interaction with the scope, causing the balloon pinholes during the procedure. Per the reported event, the balloon was pre inflated. The device was used in a manner inconsistent with a written instruction in the IFU. The IFU cited: precaution: do not preinflate, pretest balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the biliary during a billiary balloon dilatation procedure performed on (B)(6) 2021. During the procedure, prior to placing the balloon in the working channel, the balloon was injected with contrast and pre-tested. It was noticed that there was leakage during dilation of the device. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.